Event description:
Caller reported a power source alert. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Although the pump began charging after troubleshooting with the tandem charging cable and wall adapter, it was replaced due to recurring temperature alarms.